Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient saw a power on reset message while using her patient programmer to turn her device on. The patient was trying to check and make sure that the battery was charged when she saw the power on reset message. The power on reset message was not related to an overdischarged event. The patient reported that her implantable neurostimulator battery showed that it was 50% charged. She has not had any medical procedure or tests herself; however she has been at the hospital all of the time because her family member had been going through a series of surgeries. The power on reset was informational. When the patient had tried syncing up with her patient programmer to determine the type of power on reset, the power on reset message was gone. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.